Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy pd effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was reported that the patient noted the cloudy pd effluent while at home and subsequently visited the hospital (date unspecified). It was not reported if the patient was admitted to the hospital for the event. Treatment was not reported. On an unreported date, the patient was recovered from the event. No additional information is available.